Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. The ccc reviewed the probe data, five test precision and calibration data, resulting within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed probe alignment, cleaned windows, reset result monitoring and cleaned drains. The cse replaced the lamp, aligned photometer, ran system check and performed qc, all resulting in range. The cause of the discordant, falsely depressed aspartate aminotransferase result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed aspartate aminotransferase result was obtained on a patient sample on a dimension exl with lm instrument. The initial result were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension exl instrument, resulting within the patient's expected range. The repeat result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed aspartate aminotransferase result.